Manufacturer narrative:
Batch review performed on 11-sept-2023. Lot 2241322: 25 items manufactured and released on 03-jan-2023. Expiration date: 2027-12-06. No anomalies found related to the problem. To date, 6 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 5 months from the primary, the patient came in reporting pain and tightness in the knee and the cause is unknown. The surgeon downsized the poly (from 12mm to 10mm) and the surgery was completed successfully.